Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed due to unknown lot information. Based on the limited information and unknown patient information, the causes for death / expired cannot be determined. The patient effect death / expired as listed in the instructions for use (IFU), mitraclip ntr/xtr u.s., is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The date event/death estimated as (B)(6) 2018. Date of implant estimated as (B)(6) 2014. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment. Article title: transcatheter edge to edge repair with mitraclip among renal transplant recipients. The additional adverse patient effects referenced will be filed under a separate medwatch report #. The UDI is unknown due to the part/lot number were not provided.

Event description:
It was reported in a research article that patients who are renal transplant recipients who receive transcatheter edge to edge repair (teer) with mitraclip can experience cardiac arrest, death, cardiogenic shock, mechanical circulatory support, acute kidney injury, requirement of hemodialysis, acute mi, acute stroke, major bleeding, cardiac tamponade/ hemopericardium, ventricular arrhythmias, complete heart block, pacemaker implantation, discharges to nursing facilities and readmission. Specific patient or procedural information is unknown. Additional information can be found in the attached article "transcatheter edge to edge repair with mitraclip among renal transplant recipients".